Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 302832. Batch#: 4263442. Verbatim: rcc received a complaint via phone. Pir attached. The issue was with lot # 4263442 (30 ml syringe). We have received many complaints on this particular syringe. Upon delivery, the fluid(medication) from inside the syringe leaks out of the rubber stopper (unable to submit as syringe was discarded) upon delivery, the fluid shoots out of the tip of the syringe without pressure being applied to plunger (unable to submit as remainder of fluid was administered) when administering the medication, the plunger completely broke/crumbled. (Evidence submitted).

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the syringe leaks out of the rubber stopper, the fluid shoots out of the tip of the syringe without pressure being applied and the plunger broke during use. To aid in the investigation, three samples were received for evaluation by our quality team. Two samples came in sealed packaging blisters and one sample came with no packaging. A visual inspection was performed. The sample with no packaging blister has a broken plunger rod. Pieces of the plunger rod were also returned. From the sample, it is not clear how the plunger rod broke. The other two samples have no visible defects or imperfections. These two samples were tested for leakage and passed. A device history record review was completed for provided material number 302832, lot 4263442. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom of plunger rod broken reported by the customer is confirmed.